Manufacturer narrative:
Part# g7755124 is not marketed in us but a similar device with part# 7755124, 510(k): k082728 and UDI: (B)(4) is marketed in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent oc2 fixation for atlantoaxial subluxation. Post-op, the rod broke and was later replaced.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the returned rod revealed that the post that connects the two halves of the rod has fractured. The locking screw has been deformed on the tip where it appears it was over torqued. The deformation on the tip of locking screw has left a witness mark at the level of the fracture if information is provided in the future, a supplemental report will be issued.